Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've had "problems" since their second system was implanted; they clarified the "problems" by saying the system has not controlled their target diarrhea symptoms. Patient says the frequent diarrhea has given them a urinary tract infection (uti) that has not resolved since (B)(6) 2018. Patient has been administered antibiotics, but their uti will not resolve because they keep getting fecal matter in their vaginal area. Patient can feel stimulation after increasing, but it goes away when their body gets use to it. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to address the lack of symptom control and uti issue. No further patient complications have been reported as a result of this event.